Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of cgm readings with documented sensor errors and a sensor reconnecting alert, consistent with signal loss, and elected to replace the dexcom g6 continuous glucose monitor (cgm) sensor and transmitter early after confirming they were nearing expiration; the agent guided the user to replace the sensor and transmitter after which the system entered the standard warm-up period. No adverse clinical symptoms were reported. Outcomes included restoration of expected function pending completion of the warm-up period, with no alarms requiring intervention and no medical care or hospitalization. User support included review of alarm history and device status, confirmation of component expiration timing, and user education with troubleshooting. Investigation of this case revealed transient communication loss associated with aging cgm components, with no evidence of hardware malfunction of the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was signal loss related to expiring cgm components and resolved by component replacement and standard restart procedures.